Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for complex reg pain syndrome type I and spinal pain. It was reported that stimulation had been turned off since the patient found out they were pregnant. The implantable neurostimulator (ins) had not been charged in over 9 months due to their pregnancy. The baby was born on (B)(6) 2018. Per the consumer, they have a scheduled appointment with a new health care provider (hcp) on (B)(6) 2018 and would need to have a trickle charge at that time. Additional information was received from a manufacturer representative (rep) on (B)(6) 2018. The rep came in towards the end of a trickle charge to help clear a power on reset (por) that was related to an overdischarge. The por was cleared. There were no patient symptoms reported and no complications reported. Additional information was received from a manufacturer representative (rep). It was reported that the patient has been experiencing long recharge sessions, and the battery no longer charges to full since her recent trickle charge. The patient said that her current recharging requirements are daily for several hours. A recharging diary confirmed the report. The patient said the therapy was vital to her quality of life. Impedances returned normal results. The rep asked the patient when she reconditioned her battery following the trickle charge, and the patient explained that she has not been able to because to battery only charges to the halfway point. The device was on group a with 3 programs. To conserve energy, the rep created group c with 1 program. The patient confirmed good coverage in her painful areas. The patient scheduled an appointment with the hcp to discuss her options. The appointment was scheduled for (B)(6) 2018 to discuss referral to a surgeon for possible battery replacement surgery. No further complications were reported.